Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead insulation was melted in several places likely electrocautery damage. Stylet insertion testing did not pass due to dried body fluid in the lead tip, this model lead is designed with an open tip. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) and out of range high impedance measurements. A lead revision was performed were this lead was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.